Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that thirty five years ago an unknown mechanical heart valve was implanted in the patient. On an unknown date, a tear was noted on the valve.

Manufacturer narrative:
An event of a tear was noted on the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.